Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances that led to the eos were that they "hadn't needed to change for a while so when they turned it on eos showed up on the screen with picture of a "doctor on the phone." The steps taken to resolve the eos message was that the patient called the manufacturer's representative (rep) who explained that they had to call their implanting healthcare provider (hcp) and set up an appointment. The eos has not been resolved and the patient won't know until (B)(6) 2017 as they had a knee surgery and can't drive. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that there was an end of service (eos) message on her patient programmer (pp). The device is off/disable and no longer providing therapy. The patient reported that she hadn¿t used the pp for a while but used it recently and was getting eos on the pp screen. The patient reported that she thought the ins should last for 4-7 years. The patient reported that the reason for not using the pp was because she had both knees replaced and was using a walker. The patient expressed dissatisfaction with ins longevity. The patient was redirected to their healthcare provider to discuss replacement. No further complications were reported.